Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy or will use an alternate pump if necessary. There was no adverse impact to the customer's blood glucose level.